Manufacturer narrative:
The previous driveline repair was reported in MFR report #2916596-2020-04568. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient was admitted on (B)(6) 2021 for elevated lactate dehydrogenase (ldh) and hematuria, concerning for pump thrombosis. The device's powers and flows remained stable. Prior to admission, on (B)(6) 2021, the patient took it upon themselves to change their primary controller to their backup controller because of a crack in the outer driveline casing and an alarm that said to change their backup battery. The patient said their device was ¿alarming constantly¿. The patient has a long-standing history of medical non-compliance. A review of the log file revealed multiple driveline faults, low battery hazard, and low battery advisories alarms. Additional information revealed there were no signs of acute thrombus. The site reported that the patient likely had thrombus in the past and was being treated as having one before with persatine, (B)(6), warfarin and lovenox. The patient was largely non-compliant and stopped taking his warfarin. The patient was on a bivalirudin infusion, but the patient disconnected it and pulled out their IV many times. The patient was sent home on (B)(6), persantine, warfarin and lovenox, but they left without paperwork and have been hard to contact. The surgeon offered pump exchange but the patient left on (B)(6) 2021 against medical advice. Of note, the patient's device had an external driveline repair for a driveline fault on (B)(6) 2020 but that was unsuccessful and it was believed that the fault was due to an internal issue.

Manufacturer narrative:
Manufacturer's investigation conclusion review of the log file provided by the account confirmed driveline fault alarms. Although a specific cause for these alarms could not be conclusively determined through this evaluation, based on previous complaint history, the observed alarms appeared to be consistent with potential driveline wire compromise. The log file also captured a driveline disconnect resulting in pump stoppage due to the patient performing a controller exchange. Additionally, a specific cause for the reported bleeding, elevated lactate dehydrogenase (ldh), and superficial driveline damage could not be conclusively determined through this evaluation. The submitted log file contained data spanning from 03dec2021 01:51:17 through 03dec2021 05:32:23. The log file captured intermittent strings of driveline faults throughout the event history. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The account indicated that this is a known driveline fault issue that did not resolve with an external driveline repair. The last line of captured data, at 05:32:23, shows that the driveline was disconnected resulting in pump stoppage. The account reported that this was due to the patient changing their controller. The account reported that the patient had a known driveline fault that did not resolve with an external driveline repair on (B)(6) 2020. The patient was admitted for an elevated lactate dehydrogenase (ldh) and hematuria concerning for thrombus; however, a computed tomography angiography (cta) and transthoracic echocardiogram (tte) were performed without evidence of thrombus. The patient¿s powers and flows were stable, and their ldh became stable. Prior to admission, the patient took it upon himself to change his primary controller to his backup controller because of a crack in the outer driveline casing. The account did not know the cause of the crack in the driveline. The surgeon offered a pump exchange for the driveline fault (not thrombus, as his parameters were stable), but the patient left the hospital against medical advice (ama). Since the patient left ama, there has not been definitive treatment for his driveline fault. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). No product is available for investigation. The heartmate ii lvas instructions for use (IFU) lists bleeding and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also explain that all heartmate ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. The heartmate ii lvas instructions for use (IFU) and patient handbook address all system controller alarms (including driveline disconnected, low speed hazard, and pump off alarms) and how to respond to such events. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the heartmate ii lvas IFU, rev. H, and the heartmate ii patient handbook, rev. G, are currently available. The heartmate ii lvas IFU lists bleeding and hemolysis as adverse events that may be associated with the use of heartmate ii left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values, and the suggested anticoagulation modifications in the event that there is a risk of bleeding. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. This IFU also outlines the indications of driveline damage, as well as how to respond to such events. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Furthermore, section 7 of the hmii IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. This handbook explains all system controller alarms and the proper actions associated with them. The handbook warns that the pump will stop if the driveline is disconnected from the system controller. If the driveline disconnects from the controller, it is to be immediately reconnected. This handbook provides instructions on how to exchange system controllers and states, ¿do not attempt to change your system controller without having a trained, competent caregiver at your side to assist. Follow all alarm instructions, including calling the hospital if instructed.¿ the relevant sections of the device history records for vad-61932 was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 02nov2016. No further information was provided. The manufacturer is closing the file on this event.